Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (534 mg/dl). Customer was unsure of the cause for elevated bg levels. Customer delivered a manual injection to bring bg levels back to target range.